Event description:
It was reported that the insulin pump was worn and cracked at the battery tube threads. It was also reported that the insulin pump alarmed for no delivery and that the issue was not resolved through troubleshooting. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump has broken battery tube threads, cracked reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.